Event description:
Pt with right brachial artery thrombosis, underwent brachial artery bypass with saphenous vein graft. During the procedure, the embolectomy catheter appeared to become lodged, but despite multiple maneuvers to free, it would not dislodge. On the final attempt, the tip of the balloon sheared and the remainder of the catheter was removed.